Manufacturer narrative:
Please see additional information in section a-patient information

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of bent cannula. The lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported the patient's blood glucose level rose to greater than 250 mg/dl for an undisclosed time wearing the pod. Upon removal of the pod from the infusion site, the cannula was found to be bent.